Event description:
Patient was admitted in 2005 from another hospital with bacterial endocarditis with cerebral emboli. The patient had continual diarrhea, beginning prior to admission with perineal excoriation. A convatec flexi-seal fecal management catheter was placed rectally. A colonoscopy was performed the following month. This revealed rectal mucosal ulceration believed from pressure necrosis from the flexiseal balloon.